Manufacturer narrative:
Product evaluation summary: the physician¿s complaint that there was right disc expansion of the occluder was confirmed by the evaluation. The physician¿s complaint that the right atrial eyelet came off the lock loop was confirmed by the evaluation. The locking mechanism failure is attributed to the expansion of the right disc. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae, emdr section h6, codes c19 updated to reflect results of product evaluation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent treatment to close an atrial septal defect using a gore® cardioform asd occluder (gca). Reportedly, the procedure went well with 44mm gca device being implanted with no issues and patient tolerated the procedure. On (B)(6) 2024, the patient's pre-existing heart failure worsened and was managed with medication. On (B)(6) 2024, a right disc expansion was observed on transthoracic echocardiography(tte), a potential clot/thrombus formation within the device was suspected. On (B)(6) 2024, the computed tomography angiography (cta) showed similar to tte, right disc expansion was observed. On (B)(6) 2024, 3d computed tomography(3d-CT) analysis showed the device was unlocked due to over-expanded right disc. Reportedly, since the device was stable even unlocked, the physician considered preserving the device, but decided to surgically remove it in consideration of arrhythmia treatment and/or intervention on the tricuspid valve in the future. On (B)(6) 2024, the device was surgically removed. The patient tolerated the procedure.